Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location; however, the leak was noticed near the coil cap. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 11, 2020 - november 12, 2020. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed a crack located on the fill port near the coil cap. A functional leak testing was performed which revealed a leak at the affected area. The reported condition was verified. The cause of the leak was due to the crack on the fill port, however the cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.